Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor displayed a warm-up countdown and then repeatedly issued ¿check sensor¿ alerts, which prevented pairing to the ilet and required contact with the sensor manufacturer. Symptoms included potential loss of continuous glucose data needed for automated insulin dosing. Outcomes included discontinuation of cgm-driven automation and transition to backup subcutaneous insulin therapy. Investigation included troubleshooting and user education during the call. Investigation of this case revealed that the cgm did not complete or maintain a usable warm-up state and pairing to the ilet failed during the session. It was concluded that the event was attributable to a cgm sensor performance issue affecting communication with the ilet and necessitating use of backup therapy until a replacement sensor is obtained.